Event description:
During a ventricular assist device (vad) implant surgery in 2002, the surgeon used the incorrect collet and collet nut to attach the venticular cannula. The error was not discovered until after surgery. The surgeon decided to change the collet and collet nut so the pt was brought back to surgery twelve days later. There was no adverse effect on the pt, who has since been successfully transplanted the next month. The thoratec directions for use clearly states that when performing venticular cannulation the correct (white) collet and collet nut must be used-and the atrial (black) collet and collet nut must be removed from the surgical field. The directions for use also clearly warns that failure to use to correct collet and collet nut may result in insecure cannula engagement leading to the possibility of serious injury or pt death. Thoratec has discussed the directions for use and the warnings with the hospital since the event.